Event description:
Ess was notified by the or director of an adverse event possibly related to the on-q pump. It was reported that the patient had a colectomy in 2000. Three to four days post-operatively, it ws reported the patient's incision was developing necrosis. It is alleged that the patient is morbidly obeses, maybe diabetic, and the epinephrine was present in the on-q pump. No further data can be comfirmed at this time. It is unknown whether the device is available or if it will be made available for analysis.

Event description:
Ess was notified by the or director of an adverse event possibly related to the on-q pump. It was reported that the patient had a colectomy in 2000. Three to four days post-operatively, it was reported the patient's incision was developing necrosis. It is alleged that the patient is morbidly obeses, maybe diabetic, and the epinephrine was present in the on-q pump. No further data can be comfirmed at this time. It is unknown whether the device is available or if it will be made available for analysis.

Event description:
Ess was notified by the or director of an adverse event possibly related to the on-q pump. It was reported that the patient had a colectomy in 2000. Three to four days post-operatively, it was reported the patient's incision was developing necrosis. It is alleged that the patient is morbidly obeses, maybe diabetic, and the epinephrine was present in the on-q pump. No further data can be comfirmed at this time. It is unknown whether the device is available or if it will be made available for analysis.